Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that there was gap on the adhesive of the distal end or stain entered inside the lens through the gap, and also there was foreign material on groove or gap of the distal end. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4).(B)(4) checked the subject device and found the reported phenomenon, and foreign material on groove or gap of the distal end might be caused by insufficient cleaning.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus india (omsi) evaluated the subject device and found that the forceps elevator had foreign material and inside of the light guide lens was dirty. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. <forceps elevator had foreign material> the cause could not be specified. The event may have occurred by the following: (1) reprocessing after procedure for around forceps elevator was insufficient. (2) foreign material on forceps elevator dried and adhered, because the user did not reprocess immediately after procedure. <lg lens was dirty> the cause could not be specified. According to information obtained, the event may have occurred by the following mechanism: (1) physical stress/chemical stress by user handling generated small gap around lg lens glue. Through the gap, foreign material, water, and moisture which adhered to lg lens or around lg lens glue got into lg lens. (2) inside parts of lg lens corroded by moisture which came through the pinhole on the rubber. If additional information becomes available, this report will be supplemented.